Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, a valve got stuck on the device and took over 30 minutes to get the valve off the inner cannula. The patient had a replacement of the cannula.